Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) has been completed.  The reported problem (patient death) was confirmed.  During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.  There is no indication of a product malfunction. Device evaluation of electrode belt sn: (B)(6) has been completed. Upon investigation the electrode belt cable connecting ECG's a and b and the front therapy electrode was severed. It is unknown when this damage took place. There is no indication that the damage occurred during the patient's use, the lifevest was able to monitor the patient during the last use. There is no indication that the malfunction caused or contributed to the patient's death. The root cause for the severed cable was physical abuse. Device manufacture date: monitor: 11/24/2015; belt: 07/13/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2019 at about 11 pm. The patient was lying in bed sleeping with his wife prior to passing. The patient's wife reported that blue gel was present and that the device was alarming to "call 911 and to stand back". The patient's wife reported that she called 911 and started CPR before paramedics arrived. The paramedics also performed resuscitation efforts. Review of the download data, indicates the patient received six shocks in response to oversensing of low cardiac signal and CPR artifact. Per clinical review of ECG data, the device detected an arrhythmia at 22:46:28 while the patient was in a sinus rhythm at 75 bpm degrading to vt at 140 bpm slowing to vt at 100 bpm. The device then detected a non-treatable rhythm at 22:46:39. The device detected asystole while the patient was in an idioventricular rhythm at 90 bpm. Two arrhythmias were detected between 22:47:51 to 22:48:19, while the patient was in an idioventricular rhythm at 90 bpm slowing to an idioventricular rhythm at 60 bpm. The device detected a non-treatable rhythm at 22:48:53. The patient was treat three times at 22:53:34, 22:56:10, and 22:56:37 while the patient was in asystole with CPR artifact. The patient's post shock rhythm for each of these treatments was asystole. The patient was treated three more times at 22:57:12, 22:57:36, and 22:58:15 while the patient was in asystole. The patient's post shock rhythm for each of these treatments was asystole. The electrode belt was disconnected at 22:58:57 on (B)(6) 2019 while the patient was in asystole. The response buttons were not pressed during the event. The device properly detected vt although the rate was not above the prescribed rate threshold for the lifevest to complete the treatment sequence. There is no indication that the lifevest caused or contributed to the patient death. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.